Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak and air bubbles anomaly. Customer¿s blood glucose level was 17 mmol/l. Troubleshooting was performed. Customer advised the reservoir leak went passed the 2nd o ring and the reservoir had an air bubble. Customer was advised the air bubble was generated by the reservoir trying to pull insulin into the barrel. Customer was advised a replacement reservoir would be sent out.